Event description:
It was reported that the device was explanted after an implant duration of approximately 4.2 months, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
(B)(4). Evaluation: the investigation unit has evaluated this customer complaint and has determined that it is not associated with remedial action reporting number 1415939-2/27/09-003-r and is therefore unassigned. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated error code 1007, unable to process test, activated read failure, had occurred many times on the architect i2000sr with a higher frequency of occurrences with hbsag. Field service determined the error was due to the reaction vessels (rv) and changed the rv lot. No impact to patient management was reported.